Event description:
The customer reported that during a nephrectomy, sealing was not completed although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if additional information pertinent to the incident is obtained, a f/u report will be submitted.